Manufacturer narrative:
Concomitant medical products: product ID: b3301542, serial#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(4), ubd: 15-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection at the burr hole and lead during post-op. Emergency surgical intervention was performed to remove the lead, burr hole, and clean up the area. The extension and battery were left implanted on the left side.  Antibiotics were administered. The issue was resolved by the time of this report.